Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.

Event description:
It was reported that during implanting the left ventricular lead upon cannulation there was a dissection to the coronary sinus. A stat echocardiogram revealed a small pericardial effusion and the patient remained hemodynamically stable throughout the procedure. The procedure was completed without complications.